Event description:
The facility's biomedical engineering dept reported an infusion pump with failure code 810:04 during pt use. The pump was reportedly delivering 5% dextrose to a pt at a rate of 75ml/hr. According to biomed, no pt injury has been reported and no medical intervention was required. Despite baxter's efforts to obtain add'l info from the reporting facility, details were not available regarding pt's status, other medication involved, medical intervention, or set up of the infusion device.